Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads (from the same lot) as part of his scs system. It was reported, the patient has never had effective stimulation. The patient plans to meet with the physician to discuss possibly taking surgical intervention at a later date to address this issue.